Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller overheating and an inaccurate battery gauge on the system controller was not confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was submitted for review as well as downloaded for review. A review of the log files showed overlapping events spanning approximately 13 days ((B)(6) 2021 per time stamp). Events occurring on (B)(6) 2021 took place during lab testing at abbott. There was a slight increase of internal system controller temperature on (B)(6) 2021 between 06:53:13 ¿ 06:57:55; however, the internal temperature of the controller could not be correlated to the external, surface temperature of the system controller at this time. There were no notable alarms active in the log file and pump operation was not affected. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The system controller was connected to two fully charged 14v li-ion batteries and the battery button on the system controller was pressed. All leds on the battery gauge lit up as intended. The system controller was then connected to a mock loop and a temperature sensor was placed on the front and back of the system controller. The system controller was run for a twenty-four-hour period and the temperature was always in specification of the design requirements. Additional provided information communicated on (B)(6) 2021 stated that the patient has calibrated his batteries and still periodically the battery lights do not light up properly. The system controller was exchanged without difficulty and the patient was asymptomatic during the switch. Good faith efforts were sent to retrieve additional information including if the overheating event resolved and how; however, no additional information regarding this was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. C) section 2 entitled ¿how your heart pump works¿ states that the acceptable temperature range for the system controller is 32°f - 104°f. It also cautions users to ¿not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f)¿. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #:(B)(6)) and was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller got too warm. The patient also reported only seeing two bars illuminated on the system controller's battery power gauge when two fully charged batteries were connected. The patient troubleshooted the issue by cleaning the batteries and clips and rotating the batteries, but the issue persisted. The log files captured routine events with no notable alarms or parameter changes. There were normal power cable disconnects when performing power changeovers. It was recommended to perform the controller self-check procedure and to calibrate all batteries. Log files suggested that the patient calibrated their batteries, but the issue with the battery power gauge continued. The system controller was exchanged on (B)(6) 2021 without issue.